Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was 57 mg/dl at the time of the incident. The troubleshooting was performed for the pump error and they were able to clear the alarm and complete the rewind. The customer also reported that the insulin pump had blank display. The troubleshooting was performed for the blank display and the display was returned. The customer stated that the battery cap neither damaged nor corroded. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the operating currents, self test and displacement test. No unexpected restart alarm and no blank display anomaly noted during test.